Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186 UDI: (B)(4); serial:(B)(6); batch: a000144726.

Event description:
It was reported patient experienced high impedances on one of the leads and unable to be placed in MRI mode. As such, surgical intervention took place where one lead was explanted and replaced, thereby addressing the issue. Investigation could not identify which lead was at fault.